Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 10.0 mg/ml dilaudid at 5.001 mg/day, 150.0 mcg/ml clonidine at 75.02 mcg/day, and 6.0 mg/ml bupivacaine at 3.0007 mg/day via an implantable pump for spinal pain. It was reported that "a week or so ago" the patient had a new medication put in the pump (clonidine). When the healthcare provider (hcp) added clonidine, they removed the patient's prialt. The patient felt "off" when they put the clonidine in the pump and she told the hcp. It was stated that the patient had a dye test done on (B)(6) 2016 with her hcp and a device manufacturer representative (rep). It was noted that the pump was fine and everything was good. However the patient was not "doing good" and the patient did not know if it was the dye study or the change in the pump medication. It was noted that after the dye study, the patient started vomiting, had nausea with dry heaves, had a headache, and felt "weird like she is dreaming and talking to someone but there is no one there". It was further noted that the patient was currently crying.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.